Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), allergy to metals ("allergy to nickel") and renal pain ("pain in the kidneys"). Essure treatment was not changed. At the time of the report, the menorrhagia, allergy to metals and renal pain outcome was unknown. The reporter considered allergy to metals, menorrhagia and renal pain to be related to essure. The reporter commented: period of occurrence: 3 years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), allergy to metals ("allergy to nickel") and renal pain ("pain in the kidneys"). Essure treatment was not changed. At the time of the report, the menorrhagia, allergy to metals and renal pain outcome was unknown. The reporter considered allergy to metals, menorrhagia and renal pain to be related to essure. The reporter commented: period of occurrence: 3 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.